Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe during preventive maintenance. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the erbe for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar is not firing and the procedure was completed on time using bipolar energy. The patient tolerated this change. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was related to the erbe and the erbe was replaced.